Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) and the breath delivery (bd) central processing unit (cpu). The se updated the software to the current revision and upgraded the battery firmware. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with error codes, was inoperable and began backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation: the graphical user interface (gui) printed circuit board (pcb) and the breath delivery (bd) pcb were returned for failure investigation. The components were visually inspected and functionally tested. The reported failure could not be replicated. There was no fault found. If information is provided in the future, a supplemental report will be issued.